Manufacturer narrative:
A field service engineer (fse) performed an on-site inspection of the opmi pentero. He was able to reproduce a focusing problem. The fse replaced the zoom system module, recalibrated and autofocus and confirmed that the focusing problem had been resolved. Note: site contact is the same as the initial reporter.

Event description:
It was reported that near the end of a neurological surgery using an opmi pentero microscope system, the healthcare professional experienced focusing difficulties. The healthcare professional was able to complete the procedure without incident.